Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, that a ring of the g3 target device is loose.the ring was seen on x-ray and removed.

Manufacturer narrative:
Product inquiry states the target device gamma3 to be the subject product. No further associated products were reported. A review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2014), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The c-ring was not available for investigation. Most likely the c-ring was damaged/detached and reattached during cleaning pre-operatively in the hospital. Due to missing check of the c-ring, it was not recognized that it was damaged. The c-ring (clamping ring) is a feature to ease nail assembly ¿ but the function is still given without the c-ring. Previous complaints are known reporting a detached c-ring. In these previous cases a contribution by the design could not be excluded. Therefore, a design change was performed, (B)(4) ¿ the c-ring design was changed. Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment every time (i.e. In case of rough handling), but make a detachment more difficult. The complained device was recognized as a new design version. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that a ring of the g3 target device is loose. The ring was seen on x-ray and removed.